Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: wear abrasion and crease fold observed on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "a left side deflation and capsular contracture of unknown side and baker grade". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "a left side deflation and capsular contracture of unknown side and baker grade". Device has been explanted and replaced.